Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the tubing set was returned for evaluation and the reported problem was confirmed. A visual examination of this tubing set found a small hole in the back of the cassette which caused the leak. The cause of this failure was unable to be determined. A supplier corrective action has been initiated. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during a knee arthroscopy, fluid was observed leaking from the tubing cassette. The tubing set was changed out and the procedure was completed as intended. There was no known injury or surgical delay related to this event. As routine procedure, the patient received antibiotics.